Event description:
It was reported that post-op it was discovered via x-ray that the patient's right atrial (ra) lead had dislodged and was found to be pacing in the ventricle. A lead revision was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.